Event description:
Patient complained of stomach pain that was slightly alleviated by sitting up in a chair. Balloon was removed 1 week prior to scheduled 6-month removal date. During removal, md observed an 8 x 13 mm non-bleeding ulcer. Ulcer was treated with 20 mg of omeprazole and no further sequelae were reported. It is unknown if patient was compliant with taking daily ppi medication.